Event description:
It was reported the patient had a loss of therapeutic effect. The patient went to the chiropractor and forgot to turn their stimulator off. The chiropractor uses a transcutaneous electrical nerve stimulation (tens) unit that vibrates the patient¿s back. Since then, having stimulation on made the patient feel like urinating constantly. The patient turned stimulation off and had not turned it back on. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va02096, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).